Manufacturer narrative:
An event of thrombus on the valve few months after valve implant was reported. Information from the field indicated that a cardiac computed tomography (CT) scan was performed due to possible history of stroke and reveled prosthetic thrombosis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a result of case specific circumstances as medication was given to the patient. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 201-205s and heparin given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The final implant depth at left coronary cusp (lcc) was 3.5mm and non-coronary cusp (ncc) was 3mm. On (B)(6) 2025, a cardiac computed tomography (CT) scan was performed due to possible history of stroke and reveled prosthetic thrombosis (halt). Some medications were administrated to the patient.